Manufacturer narrative:
H.6. Investigation summary: visual analysis of the photos shows that the packaging is closed and the defect reported by the customer was not observed, for more detailed analysis would require the presence of the sample that presented the retraction failure. Samples received at bd, five samples in sealed packaging, catalog: 38182314, lot: 9140629. The samples were opened and the parts were actuated and no sample presented the defect reported. The lots had no non-conformances in the batch review. The failure was not confirmed and a root cause could not be assigned. H3 other text : see section h.10.

Event description:
It was reported that during use of the insyte autoguard bl 22ga x 1.0in after the puncture, the needle returns to lock and the silicone ends up breaking. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: after the puncture, the needle returns to lock and the silicone ends up breaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the insyte autoguard bl 22ga x 1.0in after the puncture, the needle returns to lock and the silicone ends up breaking. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: after the puncture, the needle returns to lock and the silicone ends up breaking.